Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient was not able to adapt to the visual results. The lens was later exchanged in a secondary procedure. Additional information has been requested.